Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06449, related manufacturer reference number: 2017865-2020-06451, related manufacturer reference number: 2017865-2020-06456. It was reported that the patient reported that their implantable cardioverter defibrillator pocket was painful and got worse over a few weeks. The pocket was monitored with no intervention. Then on (B)(6) 2020,the patient presented while at the hospital for pneumonia. There was a +/- clot found on the right ventricular lead. The patient's blood culture tested positive for staphylococcus epidermidis. The patient had endocarditis and multiple large vegetations on the implantable cardioverter defibrillator system. The system was explanted on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
(Method, results, and conclusions codes added). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.